Manufacturer narrative:
(B)(4). (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the device bent during use. No patient consequences were reported as a result of this issue. No further information is available at the time of this reporting.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
(B)(4). Reported event was confirmed via visual examination. It was identified the device is bent and will not allow the trigger to be pulled. Device history record (DHR) review was performed with no related manufacturing deviations or anomalies identified. Root cause is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.